Event description:
The dental implant fx7010swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 6 months after implantation. The doctor indicated that bone quality may have caused the implant removal. The patient has history of diabetes and will require another medical intervention.